Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar incidents. All information was investigated and a conclusive cause for the single leaflet device attachment/slda in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is being filed under separate medwatch report.

Event description:
This is being filed to report single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thin leaflets. The first clip was successfully deployed. Then a second clip delivery system (cds -(B)(4)) was advanced to the mitral valve, and the clip was deployed. A decision was made to implant an unspecified atrial septal defect (asd) closure device in between the two clips to further reduce mr. A wire was advanced in between the two clips to deliver the asd device; however, the wire position was lost and the wire caught the second clip. This caused the clip to become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The wire was removed and the asd device was not used. Instead, a third clip ((B)(4)) was deployed to stabilize the slda and further reduce mr. However, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). No further treatment was performed. Three clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.